Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. The insulin pump was received with normal operating currents. The insulin pump passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was 56mg/dl at the time of incident. Troubleshooting found that the pump did not vibrate when the sensor indicated that the customer was low. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.